Manufacturer narrative:
(B)(6). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was pressure tested and visually inspected for the reported damage. Results: the pressure test result was outside of the required specification. Further inspection revealed that the expiratory evaqua limb sustained a hole about 2.5cm from the expiratory elbow. A lot check was not performed as no lot information had been provided. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched with a blunt object. All rt340 adult breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a hole was found on the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit. This was noticed prior to patient use.